Event description:
It was reported that during a procedure in the left subclavian vein with thrombus, the foxcross balloon was advanced through a 7 fr introducer sheath without difficulty, inflated twice at 12 atmospheres and was fully deflated each time. During device removal the balloon could not be retracted into the 7 fr sheath and appeared to have poor rewrap. The hub of the dilatation catheter was purposefully cut off to allow removal of the 7 fr sheath. An 8 fr sheath was inserted and the balloon catheter was removed through this sheath without difficulty. There was no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as (B)(6)). The balloon catheter was returned with blood in the guide wire lumen and on the balloon, consistent with the reported use. There was contrast in the inflation lumen and the balloon was loosely folded, consistent with the reported information that the balloon had been inflated. The shaft was separated 136 cm proximal to the soft tip, consistent with the reported information that the shaft was purposefully cut off to allow removal of the 7 fr sheath. The material at the separation was stretched and jagged. The separated portion including the hub was not returned. There was a kink in the shaft 36 cm proximal to the proximal balloon seal. There was no other damage noted to the balloon catheter. The introducer sheaths used during the procedure were not returned. Difficulty removing a dilatation catheter after inflation may include, but is not limited to, interaction of the balloon with accessory devices, the balloon not being fully deflated prior to removal, damage to the balloon, balloon refold, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. In this case, the refold could not be confirmed as the balloon was not inflated due to the shaft being separated. However, balloon refold may be compromised if the balloon interacts with associated devices. Additionally, multiple inflations may also compromise the balloon refold. In this case, it was reported that the balloon had been inflated and deflated twice which may have contributed to the difficulty; however, this could not be confirmed. The kink in the shaft is likely from handling post-procedure during packaging the product for return to abbott vascular. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall a conclusive cause for the difficulties could not be determined; however, there is no indication to suggest a product quality deficiency.